Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilation volume was lower than the set value. The device's sensor board was replaced to address the issue. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator's sensor board and active exhalation control module. The sensor board and active exhalation control module were returned to the quality assurance laboratory for further investigation. During the investigation of the components, no malfunction of the sensor board was observed. The root cause of the active exhalation control module malfunction was found to be caused by a faulty solenoid valve.